Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and that they were having difficulty calibrating their sensor. The customer's blood glucose at the time of the event was 40 mg/dl. The customer did not indicate a form of treatment. The sensor will be returned for analysis.